Event description:
The customer observed a false elevated alinity I afp processed on the alinity I, serial number (B)(4), for one patient. The clinical history of the patient is not available. The customer repeated on another instrument and result was lower. The following data was provided: sid (B)(6) processed on (B)(6) 2023 initial result = 23.85 repeated on another instrument = 2.62 no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) was dispatched due to the customer reporting falsely elevated afp results on the alinity I, serial # (B)(6). Service performed troubleshooting to resolve the issue. Service reviewed the modules pressure monitoring (pm) log and observed the that clot errors were occurring somewhat frequently in comparison to other device units in the lab. The alinity pipettor probes (list number 03r96-01) was replaced and deemed the likely cause for the false elevated afp results. The module function was verified with a control/precision run and the issue was considered resolved with the replacement of the alinity pipettor probes. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I and alinity pipettor probes (list number 03r96-01) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I or the alinity pipettor probes (list number 03r96-01), was identified.